Event description:
Additional information was received indicating this right ventricular (rv) lead was explanted and replaced as a df4 lead was needed with the patient's new device. There was also concern that the chronic lead would not last. It was noted that the patient had episodes of cardiac arrest for ventricular tachycardia (vt)/ventricular fibrillation (vf) and symptoms of syncope both before and while this lead was in service. There was no concern of this lead undersensing, and the physician noted the root cause of the patient's syncope was vt. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted for an unknown reason during a system change out procedure. This patient had a history of cardiac arrest and syncope, however it was unknown if they experienced either of these while this lead was in service. It was noted that during the procedure there was some difficulty extracting the lead, and that during removal of the lead it fractured about 1 centimeter proximal to the distal coil. A decision was made not to pursue removal of the distal coil. Visual inspection also noted marked fibrosis and calcification, particularly at the distal end of the proximal coil. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Segments of the lead body were returned; the distal shocking coils and tip section of lead were not received. Severe stretching was noted at the distal end of the proximal shocking coils and the ends of the rate/sense coils showed a fracture that most likely occurred during the extraction procedure. Calcification or fibrosis debris was noted on the stretched area distal end of the proximal shocking coils; it is typical to receive returned leads with calcification or fibrosis on shocking coils for leads that were implanted for a long time. The returned segments of lead passed continuity testing.

Event description:
--